Event description:
It was reported that during a percutaneous transluminal angioplasty (pta), a balloon rupture occurred. The 80% stenosed lesion was located in moderately tortuous right common iliac artery (cia). A 8.0x40mm non-bsc stent was iplaced without predilation. The wanda balloon was inflated for post-dilation to 10atms and ruptured on the first inflation. The procedure was completed with a 7.0mmx20mm 135cm wanda balloon. No patient complications were reported and the patient's status was good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).